Event description:
It was reported that the right ventricular (rv) lead had dislodgement and intermittent loss of capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal end electrode was covered with blood. Concomitant product: 5086mri, (B)(6) 2013.